Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828810pl) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer could be due to after steam sterilization the ruby ball sticks to the ruby seat.¿ and potential effects of failure include ¿use of a device with drainage pathway occlusion.¿ as noted in the IFU more pressure might be required on the syringe before fluid starts flowing through the valve mechanism. This is normal and will only occur during initial irrigation of the valve. A popping sound may occur. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a physician was performing a ventriculo-peritoneal (vp) shunt placement. During the procedure, the physician began priming the certas valve per the IFU instructions and none of the priming fluid was expelling from the valve. No patient injury reported, however, the event led to 45 minutes surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.